Event description:
It was reported that patient underwent a right knee revision approximately seven weeks post-implantation due to infection. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00314, 0001822565-2024-00315, 0001822565-2024-00316, 0001822565-2024-00317, 0001822565-2024-00318, 0001822565-2024-00319, 0001822565-2024-00320, 0001822565-2024-00321, 0001822565-2024-00322, and 0001822565-2024-00323. D10 medical devices: stem extension tapered cemented 14 mm diameter +75 mm length catalog#: 42560007514 lot#: 66165938 tibia fixed cemented right size e catalog#: 42542007102 lot#: 66165640 stem extension tapered cemented 14 mm diameter +75 mm length catalog#: 42560007514 lot#: 66165938 tibial augment cemented half block right lateral size ef 5 mm thickness catalog#: 42555805205 lot#: 65834643 tibial augment cemented half block right medial size ef 5 mm thickness catalog#: 42555805405 lot#: 65969667 femur cemented plus right size 7+ catalog#: 42504606212 lot#: 65667293 femoral central cone size large catalog#: 42545001013 lot#: 64910592 femoral distal augment cemented size 7, 7+ 10 mm thickness catalog#: 42556606210 lot#: 65263598 femoral distal augment cemented size 7, 7+ 5 mm thickness catalog#: 42556606205 lot#: 65943112 articular surface fixed bearing (cck) right 18 mm catalog#: 42522800718 lot#: 64639053 customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection.

Event description:
No further event information available at the time of this report.